Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the threshold test, abnormal signals were displayed.

Manufacturer narrative:
The conclusions are as follows: - there were several communication losses during the test resulting in an erroneous trace display after that the test has been stopped (traces superimposed). - this issue is specific to the smartview version 3.16. -this complaint is recorded for trending purposes.

Event description:
During the threshold test, abnormal signals were displayed.